Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an endovascular embolization, an enterprise2 vascular reconstruction device 4mmx23mm (encr402312, 9123416) was placed in target site and tried to release. The doctor observed that distal markers of stent were converged which could not be opened. During the process of retracting the stent and releasing the stent again, the stent was found detached from the delivery wire in the prowler select plus 150/5cm microcatheter (606s255x, lot unknown). The doctor removed the microcatheter (mc) and stent from patient and switched to new devices to complete the surgery. There was no patient injury reported. Additional event information received on 30-may-2025 indicated there was an alleged product malfunction with the prowler select. The temperature indicator label on the inner pouch of the enterprise was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. There was vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was blood flow restriction. There was no procedural delay/prolongation due to the event. Additional event information received on 03-jun-2025 confirmed that the doctor observed that distal markers of stent were converged could not be opened. During the process of retracting the stent and releasing the stent again, the stent was found detached from the delivery wire in the microcatheter. There was no obvious damage with microcatheter. There was no blood flow restriction. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm stent was received contained in the decontamination pouch, coiled within dispenser hoop. Upon receiving the device, visual inspection was performed, and no appearance of damages was observed. The stent was noted to be contained still within introducer and engaged to delivery wire. No damage was observed in stent or wire. The device was advanced successfully through the length of a sample microcatheter with no resistance. Stent exited the distal tip and was noted that distal portion was flared outwardly as expected. The reported complaint regarding an incomplete expansion could not be confirmed, as the stent did expand distally out of the microcatheter. The reported complaint referring to a prematurely detached stent could not be confirmed, as the stent was noted to be present in introducer and engaged to delivery wire. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damages were found on the device that could have contributed to the issue reported during the procedure. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. If resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an enterprise2 vascular reconstruction device 4mmx23mm (encr402312, 9123416) was placed in target site and tried to release. The doctor observed that distal markers of stent were converged which could not be opened. During the process of retracting the stent and releasing the stent again, the stent was found detached from the delivery wire in the prowler select plus 150/5cm microcatheter (606s255x, lot unknown). The doctor removed the microcatheter (mc) and stent from patient and switched to new devices to complete the surgery. There was no patient injury reported. Additional event information received on 30-may-2025 indicated there was an alleged product malfunction with the prowler select. The temperature indicator label on the inner pouch of the enterprise was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. There was vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was blood flow restriction. There was no procedural delay/prolongation due to the event. Additional event information received on 03-jun-2025 confirmed that the doctor observed that distal markers of stent were converged could not be opened. During the process of retracting the stent and releasing the stent again, the stent was found detached from the delivery wire in the microcatheter. There was no obvious damage with microcatheter.

Manufacturer narrative:
Manufacturer ref#:(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.